Event description:
It was reported that a pt had a trial interstim procedure completed. The implant and explant of the lead wire was painful. Since, the procedure the pt has a constant tingling and twitchy sensation at the base of her spine. Half of her bottom falls asleep and it travels down to her hip. The hcp confirmed that the pt was last seen at the explant of the trial lead. It was noted that the pt has pre-existing pain and discs l4-l5 are bulging.